Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that on the second firing, the instrument broke and would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the pt.